Event description:
It was reported from china that during a talofibular ligament reconstruction procedure, it was observed that the anchor on the lupine br ds w/orthcrd device broke off, then all the broken parts were removed. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The anchor was found broken in half. The broken fragment is not shown in the photo. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure, bending force may was applied to the device at the moment of insertion; as per IFU: do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.